Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there were missing intracardiac electrocardiogram on the transmissions. No intervention was performed. There were no patient consequences.